Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital (B)(6). The explant surgeon is: dr. (B)(6). (B)(6) hospital (B)(6). The following imdrf patient code capture the reportable event of: e232402 - female stress incontinence. The following imdrf impact code capture the reportable event of: f1905 - mid-urethral sling revision surgery.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior and posterior repair, sacrospinous colpopexy, transvaginal sling insertion, cystoscopy, and the insertion of an indwelling urinary catheter on (B)(6) 2016, for the treatment of rectocele and cystocele. On (B)(6) 2016, the patient underwent a mid-urethral sling revision and cystoscopy procedures. Female stress incontinence was the preoperative diagnosis. Moreover, the procedure findings are as follows: small area of squamous metaplasia in the posterior bladder wall. Hydro dissection was performed to enhance the excision of the sling. The tape was identified and cut. A 2-0 vicryl rapide suture was used to complete the procedure. Hemostasis was achieved. Furthermore, the procedure was completed with no complications.